Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Right side lever fell off the motor, unable to switch the right motor from drive mode to push or freewheel mode.